Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for malignant pain. It was reported that the medical center emergency room contacted the rep regarding the patient. They stated that the patient was admitted for severe pain and balance issues. The doctor wanted to perform a lumbar MRI. The rep stated that they explained the patient had an older lead that was not full body MRI safe and to call technical services for documentation. The rep stated they called the patient and they confirmed the battery was off and had not been charged in over a year. It was unknown if any factors led to the issue. No actions were taken and the patient stated they did not want to trickle charge the device. The issue was not resolved at the time of the report. It was asked but was unknown if surgical intervention occurred. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.